Event description:
It was reported that during the implant procedure, the first stimulator had ¿weird¿ impedance readings. It was stated to be defective out of the box. When the physician inserted the lead and tightened down the set screw, the lead came out. The second stimulator worked fine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no anomaly. Both the # 0 and # 8 setscrews were able to be tightened onto a known good lead without the lead falling out. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was going to be mailed back to the manufacturer today. The patient was doing great and receiving effective therapy with their new ins. It was later reported that the lead was not holding in the battery port and there were high impedance readings. The patient had no complications.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.